Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter was reading inaccurately. The following complaint was classified based on information obtained from the customer service representative (csr). The patient manages his diabetes with apidra (8units in the morning, 10 units at lunch, 14 units in the afternoon) and lantus (40-44 units in the evening). The patient alleged that on (B)(6) 2013 (before lunchtime), he reportedly obtained a blood glucose reading of ¿273mg/dl¿ with the subject meter. According to the csr¿s documentation, in response to the reported result the patient reportedly administered 12 units of apidra then consumed his lunch, and subsequently, at an unspecified time later after lunch, he reportedly felt ¿a bit shaky¿. At the onset of his reported symptom the patient allegedly obtained a blood glucose reading of ¿68mg/dl¿ with the subject meter and at an unspecified time later treated himself with food. At the time of troubleshooting, the csr verified the subject meter was set to the correct unit of measurement; however, the csr noted that patient¿s blood sample was not from an approved sample site (per owner¿s booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.